Event description:
The facility reports the patient was being transferred from the bed to the chair when the left leg clip came off and the patient fell to the ground, hitting her head on the left leg. The resident suffered a laceration to left top side of her head, a fracture of her right first metacarpal, and an abrasion behind her right knee. The laceration required five staples. MFR. Rep.no.exp 04/104.